Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inappropriate rate response was observed. This induced vt episodes that the device was able to effectively terminate every time. Programming changes were made. The patient is doing fine.